Event description:
The hcp reported that the pt had irregular volumes at refills due to problems with the catheter. It was reported to be occluded, "probably turned and kinked" and possibly displaced from the intrathecal space. The catheter was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. The pump was also replaced and returned to the manufacturer for analysis, although the hcp did not suspect it was the cause of the volume irregularities. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. See also manufacturer's report#: 6000030-2008-00595.

Manufacturer narrative:
Final device analysis reveals pump flow tested at 24,000 ul/day and 300 ul/day. Amount dispensed was in specification, but the reservoir pressure was very low throughout this testing. Performed multiple real time x-rays revealing that there is not significant propellant in this pump. The propellant can be seen in a pool of liquid at the bottom of the pump.